Event description:
Please refer to importer report#: (B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med.(B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital (B)(4) and any medwatch reports were submitted under (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under exemption (B)(4) on behalf of the importer arjohuntleigh (B)(4). Additional info will be provided following the conclusion of the investigation.